Manufacturer narrative:
Analysis found that the connector tip was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot# serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the connector pin broke and the implantable neurostimulator (ins) battery ran down. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.